Manufacturer narrative:
H6 health effect impact code: f11, h6 component code: g03001, d8 was this device serviced by a third party? No. Review of complaint activity did not identify any other tickets related to a customer injury involving the accelerator aps resealer module. A review of tracking and trending data in the automation product monitoring review did not identify any issues or trends. Device history record review for the module did not identify any non-conformances. Additionally risk management files were reviewed and no updates were required. Labeling was also reviewed and provides a warning to the operator in utilizing caution due to the temperature of the aps resealer module. Labeling states to ensure the resealer heater is switched off and to wait until the temperature reaches below 70 c before performing any procedures. Therefore, use error may have contributed to the incident. Based on this investigation no systemic issue or deficiency were identified for the automated processing system (aps) resealer module and aps input/output module.

Event description:
While clearing the puck jam from the diverter gate the customer burned her hand on the aps resealer module that is connected to the aps iom. The burn was above the pinky finger and blistered. No treatment besides icing the area was necessary. The customer's hand had a blister and was treated with ice. No further treatment was necessary.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
While clearing the puck jam from the diverter gate the customer burned her hand on the aps reseal module that is connected to the aps iom. The burn was above the pinky finger and blistered. No treatment besides icing the area was necessary. The customer's hand had a blister and was treated with ice. No further treatment was necessary.